Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Patient code: 3191 - secondary surgical intervention, lens exchanged. Patient code: 3191 - secondary surgical intervention, incision enlargement. The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+3.5/102 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, elevated intraocular pressure (iop) and narrow angles. The incision was enlarged to remove the lens. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. The vault is very good and the patient condition is fine. Claim # (B)(4).

Manufacturer narrative:
(B)(6) 2019 should be corrected to (B)(6) 2019 in the initial MDR. G4-(B)(6) -2019 should be corrected to (B)(6) 2019 in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Weight unk. Age: unk. Explanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+3.5/102 (sphere/cylinder/axis) in the patient's right eye (od) on (B)(6) 2019. The lens was explanted due to excessive vaulting, elevated intraocular pressure (iop) and narrow angles. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.